Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted on 10-dec-2018 of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
Consumer stated that upon removal three or four u by kotex sleek regular tampons unraveled and elongated during removal. She stated she is not sure if the pledget broke into pieces and not confident she was able to remove remaining pieces. She stated she is not experiencing any unusual symptoms and does not plan to seek medical assistance.